Event description:
It was reported that patient presented for a follow-up in clinic. The right atrial lead exhibited loss of capture due to lead dislodgement. The lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was stable.